Manufacturer narrative:
(B)(4).

Event description:
It was reported that a small drop in battery longevity had occurred between implant and the first follow-up of the pulse generator. Remaining longevity values were stable at the patients six week follow-up.